Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-jul-2023. H6: investigation summary: it was reported the syringes were missing the scale markings. To aid in the investigation, ten samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and there are no syringe barrel scale markings printed. No other defects or imperfections were observed. This defect could occur if the ink ran out during the syringe barrel printing process. A device history record review was completed for provided material number 309653, lot 2332216. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct and the sensor that monitors the ink level was working correctly. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that 4 boxes of the bd¿ conventional syringe did not have the gradated lines. The following was recieved by the initial reporter: verbatim: customer received 4 boxes and 40 each box, 160 syringes and none of them have the gradated lines. Event date: 6/5/2023.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 boxes of the bd¿ conventional syringe did not have the gradated lines. The following was recieved by the initial reporter: verbatim: customer received 4 boxes and 40 each box, 160 syringes and none of them have the gradated lines. Event date: (B)(6) 2023.